Event description:
It was reported that the patient was unable to adjust their stimulation. The patient was seeing a ¿call your doctor¿ icon on their programmer. The patient also had a power on reset (por) condition. This was an informational por screen. The patient first saw the message on the day of the report. The patient noted that usually when their battery would get low they would get stabbings in their legs. The last time they checked their implantable neurostimulator (ins) the battery was at half life so it was in the third trimester. The patient was able to successfully clear the por message. The patient had not gone in real recently to have their device checked but they had an ¿echo: done the week prior to the report. The patient had their device turned off for the echo. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3708340, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 7435, serial# (B)(4), implanted: (B)(6) 2004, product type programmer, patient; product ID 3998, lot# j0401918v, implanted: (B)(6) 2004, product type lead. (B)(4).